Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that during an unknown surgery, the screwdriver shaft was stuck in the sleeve. It was unknown if the surgery completed successfully. There was no patient consequence reported. This complaint involves three (3) device. This is report 1 of 3 (B)(4).